Event description:
During a total abdominal hysterectomy, when firing th fourth reload, the device would not fire. Pressed hard and it cracked. A crunch noise was heard. When the device was removed, the staple line was incomplete. The o.r time was extended by eight minutes. The case was completed with another device. There was no pt consequence.